Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no patient complications that were reported to have occurred. One day post procedure echocardiogram imaging showed that the patient had a pericardial effusion. The patient was brought to surgery where a thoracotomy was performed. During surgery the pericardial effusion was treated and the patients laa was ligated. The patient recovered from these events and has since been discharged from the hospital doing fine.